Manufacturer narrative:
PMA/510(k) # p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
We placed a zilver ptx in a stenotic sfa in (B)(6). His symptoms returned about a month later and he came for angioplasty today. There was a re-stenosis at the site of a complete stent fracture where there is a chalky plaque. I mention it as we see so few fractures with zilvers these days. I re-stented with a supera. "As per complaint form": stent fracture from dr duddy - ''we placed a zilver ptx in a stenotic sfa in (B)(6). His symptoms returned about a month later and he came for angioplasty today. There was a re-stenosis at the site of a complete stent fracture where there is a chalky plaque. I re-stented with a supera.

Manufacturer narrative:
PMA/510(k) # p100022/s014. (B)(4). Exemption number: e2016031. (B)(4). This follow up report is being submitted due to the completion of the investigation into this event and the conclusion of this investigation. The zisv6-35-80-6.0-120-ptx device of lot number c1337603 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. The customer provided imaging from the procedure. The investigation will be updated once the images have been reviewed. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Possible causes for this occurrence could include the calcified patient anatomy. The customer reported that the stent was implanted in a lesion with a chalky plaque. This could have caused or contributed to the stent fracture. However, as the images have not yet been reviewed, the device is not available for evaluation and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. As per the product instruction for use, restenosis of the stented artery and stent strut fracture are listed under potential adverse effects. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1337603. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken stent was covered with an additional stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the completion of the investigation into this event and the conclusion of this investigation. Initial report details: "we placed a zilver ptx in a stenotic sfa in june. His symptoms returned about a month later and he came for angioplasty today. There was a re-stenosis at the site of a complete stent fracture where there is a chalky plaque. We re-stented with a supera."

Event description:
This follow up report is being submitted due to image review. The investigation is in progress. Initial report details: "we placed a zilver ptx in a stenotic sfa in june. His symptoms returned about a month later and he came for angioplasty today. There was a re-stenosis at the site of a complete stent fracture where there is a chalky plaque. We re-stented with a supera."

Manufacturer narrative:
PMA/510(k) # p100022/s014. (B)(4). Exemption number: e2016031. (B)(4). This follow up report is being submitted due to image review. The investigation is in progress and a follow up report will be sent within 30 days to update the investigation results.

Event description:
This follow up report is being submitted to update the investigation with image review. Initial report details: "we placed a zilver ptx in a stenotic sfa in (B)(6). His symptoms returned about a month later and he came for angioplasty today. There was a re-stenosis at the site of a complete stent fracture where there is a chalky plaque. We re-stented with a supera."

Manufacturer narrative:
PMA/510(k) # p100022/s014. (B)(4). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: (B)(4). Problem statement: ¿just by was of feedback, we placed a zilver ptx in a stenotic sfa in (B)(6). His symptoms returned about a month later and he came for angioplasty today. There was a re-stenosis at the site of a complete stent fracture where there is a chalky plaque. I mention it as we see so few fractures with zilvers these days. I re-stented with a supera.¿ device evaluation the zisv6-35-80-6.0-120-ptx device of lot number c1337603 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: is the complaint confirmed? Yes. Zilver ptx stent fracture is confirmed. The fracture occurred in the mid superficial femoral artery (sfa). The type IV fracture component suggests bending and or twisting as a mechanism observation of device effects, relative to the patient's anatomy: none. Observation of device effects, relative io the disease state: the fracture occurred where heavily calcified plaque resulted in three areas of unresolved focal stent constraint. Observation of significant findings, relative to the use of the device: none observation of additional device findings relative to the clinical perspective: the restenosis was the result of stent fracture likely from provoked neointimal hyperplasia and pre-existing plaque recoil.* findings: 1. Six angiographic images are provided in a pdf. The first two demonstrate the left sfa stenosis pre-intervention and then after stent implantation. The date of these images would have been approximately (B)(6) 2017 as the report stated that the stent fracture was discovered one month after implantation. The remaining four images demonstrate the fractured stent pre- and post-secondary intervention with and without contrast. 2. The stent was implanted through a heavily calcified mid left sfa stenosis containing mound-shaped, heavily calcified plaque that focally constrained the stent 25% in three locations over a 4cm long segment spanning the mid stent. The largest mound shaped plaque was either eliminated by the stent or by present atherectomy. 3. The stent was implanted to its 120mm design length. 4. One month later, the stent had fractured transversely at the superior, mid, and distal portions, 4cm segment, creating two central fragments. Because the more superior fragment was distracted and tilted, it was consistent with a type IV fracture. Because the more inferior fragment was not displaced, it was consistent with a type ill fracture. 5. Restenosis had occurred where two fragments had separated. The restenosis was resolved by implanting a supera stent through the zilver ptx. Since the restenosis was smooth, some neointimal hyperplasia provoked by the sharp fracture fragments was likely.* impression: 1. Zilver ptx stent fracture is confirmed. The fracture occurred in the mid sfa. The type IV fracture component suggests bending and or twisting as a mechanism. The fracture occurred where heavily calcified plaque resulted in three areas of unresolved focal stent constraint. 2. The restenosis was the result of stent fracture likely from provoked neointimal hyperplasia and pre-existing plaque recoil. *new or changed in version 2 complaint is confirmed as the failure was verified in the image(s). Type IV fracture was observed in the image review. From the image review, possible causes for this occurrence could include the heavily calcified patient anatomy or bending and twisting mechanisms. This could have caused or contributed to the stent fracture. The restenosis was the result of stent fracture likely from provoked neointimal hyperplasia and pre-existing plaque recoil. However, as the device is not available for evaluation and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. As per the product instruction for use, restenosis of the stented artery and stent strut fracture are listed under potential adverse effects. Document review: a review of incoming qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number. Summary: complaint is confirmed as the failure was verified in the image(s). Type IV fracture was observed in the image review. The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken stent was covered with an additional stent. Complaints of this nature will continue to be monitored for potential emerging trends.